Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level 600 mg/dl. Current blood glucose was 186 mg/dl. Customer was not experiencing any symptoms related to high blood glucose level. Customer was using insulin pump system for 48 hours of reported event. Auto mode was active on insulin pump at the time of reported event. Customer did all possible troubleshooting for high blood glucose level. Customer reported difference between sensor glucose value 77 mg/dl and blood glucose value 600mg/dl. Insulin pump will not be returned for analysis.